Event description:
It was reported that the stent prematurely deployed. The target lesion was located in the femoral artery. The physician selected a 6x60x75mm innova¿ stent and it was noted that everything was ok during preparation and rinse. As the stent was being threaded onto the wire, the stent inadvertently deployed and was suddenly in the physician¿s hand. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Event date: (B)(6) 2014. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent prematurely deployed. The target lesion was located in the femoral artery. The physician selected a 6x60x75mm innova¿ stent and it was noted that everything was ok during preparation and rinse. As the stent was being threaded onto the wire, the stent inadvertently deployed and was suddenly in the physician¿s hand. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the innova stent delivery system (sds) was received with no original packaging or other devices. The thumbwheel lock was securely attached to the thumb-wheel, as-received; however, it could not be determined if it was removed and replaced prior to return to bsc. There was a kink at the handle. The stent was received in the expanded position. There was no evidence of any material or manufacturing deficiencies contributing to the premature deployment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).